Manufacturer narrative:
Additional information: upon further follow-up, the medtronic representative reported that the delay was about a couple minutes. He also reported that the user intended to try and take a navigated 3d spin but had a disconnect problem between the navigation and imaging systems due to the network cable. The user acknowledged the message displaying "lost communication with navigation system and the 3d spin will not be navigated," and continued on with the case.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the logs showed that the viewing station of the imaging system lost connection to the navigation system right before the image acquisition was performed. The user let go the foot switch or hand switch and a warning message appeared. The user cleared the message and performed the non-navigated image acquisition. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system was unable to perform a 3d image acquisition. The site was then able to perform an image acquisition, but it was a non-navigated image acquisition. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. No additional information was provided.